Event description:
It was reported the left ventricular assist device (lvad) patient was admitted to the hospital on 2(B)(6) 2024 due to acute decompensated heart failure and received diuretics intravenously. The patient experienced shortness of breath, leg swelling, orthopnea, and paroxysmal nocturnal dyspnea (pnd). The patient's milrinone was increased to 0.375 mcg/kg. It was noted that the patient's cardiomems numbers were not responding to the increased diuretics. The patient's respiratory variation was an issue and providers questioned whether the patient's ventricular assist device (vad) was affecting the cardiomems readings. The provider requested a side-by-side cardiomems sensor check be done for the patient. A right heart catheterization (rhc) was performed and the physician felt the numbers from the right heart catheterization were very close to the numbers from their sensor, however, the physician asked if the sensor could be recalibrated. The provider reported that the patient's volume status was optimized following recalibration of the cmems device. The patient was discharged and had an adequate control of volume status.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The reportable aware date for the initial report, 22aug2024, was incorrect and inadvertently used; the correct reportable aware date was 13sep2024. The initial report was submitted on 18sep2024. Section h6 health effect - clinical code: corrected manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.